Event description:
The customer reported that while monitoring telemetry patients, several telemetry patients went offline for brief periods of time before returning on its own. The loss of network lasted less than a minute each time before itself recovered. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) reviewed the xhibit telemetry receiver (xtr) logs. The pss identified that the xtr had experienced an unexpected restart. The cause of the restart was not established, however the device recovered on its own. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.